Manufacturer narrative:
The affected device was analyzed onsite by dräger service, and the power supply and log file were provided to the manufacturer for a detailed analysis. Based on the log entries the reported problem could be confirmed. On (B)(6) 2021 that device was switched on to perform a ventilation at 14:34:54 powered by ac mains. Generally, the savina periodically checks operation on internal battery where the device internally disconnects from the mains power for 500ms and operates on internal battery. If the battery voltage drops too much due to being depleted or faulty, the test is canceled, and the power supply switches to mains power again. At 14:36:55 this occurred, and the device generated the alarm message 40.1140. Analysis of the power supply revealed a fault in the charging function as the root cause of the problem which resulted in the internal battery not being charged. All other functions of the power supply were not affected, and the device could still be operated via ac mains. The device detected a deviation regarding the battery charging as specified and generated a visual and audible alarm. The device continued the ventilation on mains power. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed for an internal battery failure. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed for an internal battery failure. There was no patient injury reported.